Event description:
It was reported that an all-in-one eva container had a disk floating inside of the bag. The disk was the size of a paper-hole-punch. This malfunction was identified prior to patient use. There was no patient involvement; there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Manufacturer narrative:
(B)(4). This event was identified via evaluation of a returned sample. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation containing a white solution inside. Visual inspection identified a blue particle within the sample, confirming the reported condition. The cause of the particulate matter was not able to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.